Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. Customer's blood glucose value ranged between 100 -150 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.